Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while on a patient, a 980 ventilator generated a safety valve open diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and found a diagnostic code for a severe occlusion in the device logs. The se inspected the patient circuit water trap was full with water and material in it. The se performed extended self-testing on the device and all tests passed.